Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an empty cartridge alarm after filling a cartridge. The customer's blood glucose level was 155 mg/dl. During troubleshooting with tandem technical support (cts), it was confirmed in the pump logs that no alarms were received. The customer had stated believed the cartridge was loaded on correctly but was not sure. The customer loaded a new cartridge successfully and resumed insulin therapy.